Event description:
Caller states patient tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. Patient was advised to consume something containing vitamin k and to rest. The coumadin dose was decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.